Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I/ spinal pain. It was reported the patient's therapy was turning off by itself. The patient stated patient did not carry patient programmer (pp) with them to work but they would notice pain returned, legs start to ache and when they got home from work, the pp showed that the ins was off. Patient confirmed they are able to turn ins back on and it would function appropriately. Patient indicated they were busy at work and may not notice until lunch time and then check with patient programmer when they got home and saw that ins off. Patient indicated this typically happened once a week but sometimes twice a week. Patient mentioned they could feel when stim was on if they leaned back. Patient reported they did not see any codes. Patient stated they spent a lot of the work day in their car and they thought it was the 2-way radio so they have since turned that off but issue still occurred. Patient stated that even though the 2-way radio was off there were still several other radios in their car that were on. Patient reported there has not been any recent changes to any work equipment. Patient reported the pp showed ins off. All impedances were fine and around 1000 ohms. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient planned to record the date, time, location, etc. That the system turned itself off and to meet with their hcp and the rep after 6 weeks so a data report could be downloaded. No further complications are anticipated.